Event description:
A 62 year old male with newly diagnosed cardiomyopathy in the setting of scai stage d cardiogenic shock presented with severe hemodynamic compromise. The patient had a left ventricular ejection fraction of 10% and required inotropic medications, vasopressors, and mechanical ventilation prior to impella support. A pulmonary artery catheter was in place on presentation. On day 1 right femoral arterial access was obtained using a percutaneous, ultrasound guided approach for impella cp implantation. The device was initiated to provide temporary circulatory support. The patient remained tachycardic and required continued vasoactive therapy. During support, the patient developed suction alarms that did not resolve with volume administration, even when the performance level was decreased from a higher support level to a lower support setting. A bedside echocardiogram confirmed appropriate device positioning, but a possible clot on the catheter was noted. Due to persistent suction events and concern for pump obstruction, the patient was taken to the catheterization laboratory, where the impella cp was exchanged for a new catheter. The patient remained critically ill throughout the course and ultimately transitioned to additional mechanical circulatory support strategies (impella cp, impella rp) with care later withdrawn on day 5 as recorded in the medical records. The complaints are conservatively coded as pump flow issues but are most likely due to the patient¿s underlying disease state and clinical condition, including cardiogenic shock, right heart failure, high vasoactive medication requirements, and evidence of clot burden. The decision to exchange the device was made in response to persistent suction events and suspected catheter obstruction. Based on the available information, the severity of cardiogenic shock and physiological instability were the most likely contributors to the flow disturbance, rather than device related causes. The terminal hemodynamic profile is consistent with refractory mixed shock (predominantly cardiogenic with significant right ventricular failure, plus a distributive component), persistent low cardiac output, and multi organ failure, despite aggressive mechanical circulatory support and multi agent vasoactive therapy. The observed physiological decline aligns with the team¿s decision to withdraw care. Death is conservatively coded as device associated to all devices but based on the available clinical information it is most consistent with the severity of the patient¿s illness and overall clinical condition, including the right heart failure (papi on day 2 1.3 and on day 4 0.9). The documented delay to treatment or therapy appears primarily attributable to the patient¿s critical state and ongoing shock, although an association with the timing of the pump (cp1) exchange cannot be ruled out.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.